Event description:
Reporter noted error message during set-up, before any pt in room. Tried rebooting two times; warning persisted. Rescheduled one case; two pts done with buckles instead of ppv.

Event description:
Additional information received on 08/05/2005 noted no eye events since performance problem occurred before surgery started. Changed method used to repair retinal detachment.